Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm prograsp forceps instrument was analyzed, and the findings did not replicate or confirm the customer reported event. A visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system, and it passed the recognition and engagement tests. The prograsp forceps instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the grasping test on 3 of 3 attempts. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm prograsp forceps instrument's jaws will not open. No known impact or patient consequence was reported.